Manufacturer narrative:
Although the suspect device has been received, evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.

Event description:
During biopsy procedure radial jaw 3 biopsy forceps were used. It was reported that the forcep was difficult to withdraw. It was blocked inside the working channel of endoscope. The entire device was removed from the endoscope, but it was not aligned and the jaws were little opened. The endoscope was not damaged.